Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During preparation, when "the film" was opened, and it was found that the suture thread was detached. The device was deployed outside the patient, and the bands did not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the suture was detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was intended to be used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2022. During preparation, when "the film" was opened, and it was found that the suture thread was detached. The device was deployed outside the patient, and the bands did not deploy. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the suture was detached.

Manufacturer narrative:
Medical device problem code a050501 captures the reportable event of bands unable to deploy. Medical device problem code a0501 captures the reportable event of suture detached. : the returned speedband superview super 7 (ligator housing and handle assembly) was analyzed, and a visual evaluation noted that the returned ligator housing had all the bands attached. The handle shad marks of the insertion of the trip wire. The suture thread was broken, possibly during the device removal. The returned irrigation tube was in good condition. Per media inspection of the provided photo, it was observed that the ligator housing was attached to the scope, with the suture thread out of the teeth. The device was observed under magnification, and the ligator housing had the suture thread out of the teeth. The rupture of suture thread showed sign of tension tear. The suture hole and ligator teeth were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported events of bands unable to deploy and suture detachment of device were confirmed. Upon analysis, it was found that the suture thread was separated from the ligator housing teeth, which could have affected the deployment of the bands. This condition could have been generated due manipulation or technique used during the preparation when "the film" (shrink wrap) was removed. The most probable root cause of this complaint is adverse event related to procedure.